Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed, and the device could not pass the displacement test, but it passed the self test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Unit failed displacement test. Followed by a motor error alarm during rewind due to motor encoder signal out of phase.